Manufacturer narrative:
Medtronic received the following information from the journal article entitled; in situ antegrade laser fenestrations during endovascular aortic repair thomas le houérou, dominique fabre, carlos g. Alonso, philippe brenot, ryiad bourkaib, claude angel, myriam amsallem <(>&<)> stephan haulon eur j vasc endovasc surg (2018) 56, 356e362 https://doi.org/10.1016/j.ejvs.2018.05.014. Exact date of implant unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent systems were implanted in patients for during laser fenestrations endovascular aortic repair. The following adverse events were reported: occlusion (stent stenosis) ,renal failure, secondary intervention and nosocomial pneumonia

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.